Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Failure to follow steps/instructions. The device was received. Investigation is not yet complete. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device revealed an undamaged suture that remained partially exposed from the device. The rail suture end was attached to an undisturbed posterior needle tip. This is indicative of a posterior cuff miss during needle deployment. There was no striking mark observed at the posterior foot, suggesting the posterior needle was deflected away from posterior foot pocket instead of being engaged with the posterior cuff inside the posterior foot pocket during needle deployment as designed. The posterior cuff miss during needle deployment would subsequently result in a failure to retrieve the suture when retracting the needle plunger and this could appear very similar to the reported suture break. The returned plunger was unmatched with the device as it indicated that both cuffs successfully captured the needles. During testing, the proxy plunger was inserted to test the needle trajectory and push mandrel travel and the results met the manufacturing criteria. The needle trajectory of every device is checked during manufacturing. Based on the successful test of the devices, the probable cause for the posterior cuff miss is needle deflection during plunger deployment due to interaction with human tissue or a failure to maintain a stable position of the device with respect to the tissue tract as specified in the instructions for use (IFU). A review of the product lot history record did not reveal any nonconforming material records associated with this lot. No manufacturing or quality deficiency was detected.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, the suture broke. A second proglide device was successfully used to achieve hemostasis. There was no reported adverse patient sequela. Though requested, additional information was not provided.